Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during an esophageal banding procedure on a male pt performed on (B) (6) 2009 (B) (6). According to the complainant, during the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7 multiple band ligator device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).